Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that during a follow up routine this pacemaker was found that this pacemaker reverted to safety mode. As per follow up with the field, this device has not yet been explanted. No adverse patient effects were reported. This device remains in service.